Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This event was not attribute to the device. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Endocarditis is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm 6900ptfx mitral valve (ipr-1143366-20180625-1) and 23mm 3300tfx aortic valve (ipr-1143366-20180625-2), implanted for 30 days, were explanted due to endocarditis. The explanted devices were replaced with 25mm 6900ptfx 23mm 3300tfx valves. This case involved a (B)(6) male inmate with a history of diabetes, hypertension, obesity, hypothyroidism, and hepatitis c. He presented with shortness of breath and was diagnosed with mitral stenosis and aortic stenosis due to rheumatic heart disease. He underwent double valve replacement and clipping of his left atrial appendage about a month ago. After this procedure, the patient had third degree heart block and on pod #2. A transvenous dual-chamber pacing system was inserted. The remainder of the patient's hospital course was uneventful and he was transferred back to prison. He presented with worsening shortness of breath and was found to have positive blood cultures of coagulate-negative staphylococcus and was diagnosed with acute bacterial endocarditis of his mitral valve. He was treated with antibiotics. Tee revealed a large vegetation on his prosthetic mitral valve. He also had a fair amount of fibrinous exudate on the leads of his pacing system. He underwent redo dual mvr and avr. Intraoperatively, the aortic valve was removed and sent for specimen. Cultures were taken. The annulus did not have an abscess and appeared intact. Gross appearance of the aortic valve leaflets was normal; however, there was some fibrinous exudate on the sewing ring and annulus of the valve and infection cannot be ruled out. The mitral valve was removed and sent for specimen and cultures were taken. There was a moderate-sized abscess cavity in the annulus of the mitral valve posteriorly. There was also a fair amount of fibrinous exudate and abscess debris that was washed out and debrided as well. At the end of the procedure, he was taken to the intensive care unit in critical condition. On pod#2, the surgeon found him cold, pale with mottled skin. Absent corneal reflexes. No spontaneous respiratory effort. No evidence of cardiovascular activity. No heart sound were able to be auscultated. He had no central or peripheral pulses. He had asystole in 2 leads. He was declared dead.